Event description:
The account stated that the axsym ausab reagent has generated false reactive results on 2 patient samples. In 2009, a sample taken from a child that was hospitalized had reactive results of 25.5 and 31 miu/ml. The hbsag and core results for this patient were non-reactive. It was later verified that this patient was not vaccinated. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: retained kit testing met all specifications. We have reviewed the documented complaint information and note that the customer has observed potential false positive patient results when using axsym ausab reagent, list number 7a39-22, lot number 72339lf00. No returns were received for this investigation. We have completed an investigation and the results are as follows: an in-house sample of axsym ausab reagent pack 7a39-22, lot number 72339lf00 stored at abbott laboratories was tested on (B)(6) 2009. After a standard calibration was performed with 2 replicates of each standard calibrator, 3 replicates of each, the negative control (nc) and the positive control (pc) were tested on one axsym instrument. The yielded results of the negative control and positive control were within the package insert specification range (nc in the range of 0-2 miu/ml and pc in the range of 60-100 miu/ml) and to assess the specific of axsym ausab reagent kit, list number 7a39-22, lot number 72339lf00 additional 10 replicates of negative control were tested, due to the lack of the patient samples. The yielded results of the negative control were within the package insert specification range (nc in the range of 0-2 miu/ml). The negative control values were not elevated. As part of our investigation we have reviewed the complaint and manufacturing records for axsym ausab reagent kit, list number 7a39-22, lot number 72339lf00. This review did not identify any problems relating to the customers observation. Based on our investigation, we have determined that axsym ausab reagent kit, list number 7a39-22, lot number 72339lf00, identified in the customers complaint is performing acceptably. This is the final report.